Manufacturer narrative:
Product complaint # (B)(4). Batch # r58l1w. Investigation summary: the analysis results that one psee60a device was returned with no apparent damaged and with an ecr60g reload partially fired 1/16 loaded on the device. In addition a cartridge pan was received. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any sub sequence firings. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lap appendectomy the surgeon used stapler with a green load to fire on mesentery. The first load worked, but when tech went to take out reload the silver part got stuck in stapler. He forcibly pulled it out and loaded another green reload and it only fired three quarters of the way down and locked up. The surgeon used the manual override and unlocked stapler from patient. A similar device was used to successfully complete the procedure. There were no adverse patient consequences.